Manufacturer narrative:
Product event summary: the 4fc12 sheath of lot number 0012479391 was returned and analyzed. Visual inspection of the shaft area was performed. The inspection identified a shaft kink/twist at approximately 2.52 inches from the tip. The performance test with sentinel blackbelt leak tester was performed. The pressure test with 30 pounds per square inch gauge (psig) showed the pressure decay in the device was 0.03784 psig (should be less than 0.3 psig). The flushing test with 6 psig showed the pressure decay in the device was 0.00738 psig (should be less than 0.2 psig). The aspiration test with negative pressure of 4.1 psig showed the pressure decay in the device was 0.00543 psig (should be less than 0.2 psig). All the performance tests were in the acceptable range. The shaft, side tube, and valve were all leak-tight with no apparent issue. In conclusion, the reported cardiac tamponade occurred during the procedure and could not be confirmed via product analysis. The sheath failed the return product inspection due to a kink/twist observed on the shaft. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure using a balloon catheter, the patient experienced several complications. The patient developed cardiac tamponade confirmed during the procedure. An echocardiogram identified a pericardial effusion. After the third freeze, the patient became uncomfortable, "very hot and clammy," and their blood pressure dropped. A pericardiocentesis was performed. The procedure was aborted. The consultant noted that the patient had a rotated heart and speculated whether the balloon catheter or the mapping catheter might have caused the tamponade. The patient's hospitalization was extended for ongoing observation in the cardiac ward. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation from d10: afapro28 balloon catheter; 990063-020 mapping catheter product event summary: data files were received and analyzed. One case file received and recorded on the reported event date. The case file showed three applications were performed using a catheter identified as an afapro28 with lot 22550 without any system notice or anomaly. The fault file was not received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.